Event description:
During a ptca / stenting treatment procedure, a coronary artry dissection occurred. The physician was attempting to place an unspecified stent, but was unsuccessful. Upon removing the stent and puling the pt2 wire back, a dissection of the mid right coronary artery (rca) occurred. The physician treated the dissection with a 2.75x24 mm taxus stent in the distal rca, and a 2.75x20 mm taxus stent in the mid rca, and a 2.6x16 mm taxus stent in the proximal rca until the pt could be treated surgically.